Event description:
It was reported that a customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and was able to successfully start sensor session without error reoccurring.